Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicates impedance issues. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed electrode wires were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. A mechanical test is pending. This is an interim report. Additional evaluation needs to be performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed electrode wires were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.